Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient¿s relative (the reporter) contacted lifescan (lfs) (B)(4) , alleging that the display of the patient's onetouch ping meter remote was fading. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the display issue began ¿a long time" prior to contacting lfs. During the follow-up call, the reporter confirmed the patient began to use a back-up meter (onetouch ultramini) when she became aware of the reported meter display issue. The reporter stated the patient tests her blood glucose at least 4 times a day (once with every meal and once before bedtime). The reporter was unsure of what the normal blood glucose readings are for the patient. The patient is on insulin pump therapy and the reporter confirmed the patient continued to follow her usual diabetes management regimen in response to the alleged meter issue. The reporter claimed the patient did not develop any symptoms however stated that the patient has had ¿higher than normal blood glucose results¿ for the last six months since the alleged issue began. During the follow-up call, the reporter was unable to specify the elevated results obtained other than they were ¿in the high teens¿. In response to the elevated results, the reporter claimed the patient treated herself by administering adjusted amounts of insulin. During the follow-up call, the reporter claimed the patient developed higher than normal blood glucose results as she was testing her blood glucose less often as a result of using the back-up meter. The reporter stated the patient prefers the convenience that the wireless meter remote provides as an all-in-one device, when compared to her backup device. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 5/22/2015. Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.